Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the same day after the sensor was inserted into the arm. The patient¿s cgm was reading 43 mg/dl and ¿kept dropping no matter what she did¿. The patient did not have a bg meter, so could not test a comparison value. The patient self-treated by eating ¿sugar¿. At an unspecified time after this, the patient lost consciousness. Emergency service 911 was called. Once the paramedics arrived, the patient¿s bg meter reading was tested and found to be ¿high¿ (no specific value was reported). It was not specified how much time had elapsed from when the patient treated herself with sugar and the emergency medical services¿ bg meter reading. Ems transported the patient to the emergency room. The patient can no longer recall what medications or treatment she received during this event. At some point, while in the ER, the patient¿s bg meter reading was 177 mg/dl. The patient was discharged home later the same day. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.